Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The (B)(4) male patient was part of the (B)(4) study. The patient received a precise stent in the proximal left internal carotid artery. Eight months post procedure the patient passed away. The study coordinator has been unable to provide any further details pertaining to this subject's death. The patients medical history includes hyperlipidemia, CABG, diabetes mellitus, coronary artery disease and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15034215 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device and the event.

Event description:
The (B)(6) year-old male patient was part of the (B)(4). The patient received a precise stent in the proximal left internal carotid artery. Eight months post procedure the patient passed away. The study coordinator has been unable to provide any further details pertaining to this subject's death.